Event description:
It was reported that customer experienced issues when refilling pump, "where cartridge sometimes did not capture and pump requested more insulin to be filled". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.